Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar adhesive issues with 7 infusion sets. The sets were used for less than 24 hours. Patient's blood glucose due to the issue was 600 mg/dl. The patient had to go to emergency room and was put on fluids. The patient also had ketones however, ketone level was not dangerous or life threatening. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.